Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced palpable sutures and mesh, mesh erosion ,visible mesh, recurrence of stress incontinence, leakage with coughing, laughing and sneezing. Revisions, trimming and excisions of the mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.